Manufacturer narrative:
The intera 3000 hepatic artery infusion pump instruction for use mention when performing a pump refill procedure to fill a 30 ml syringe with 30 ml of appropriate refill solution and a 10 ml syringe with injectable saline 100 i.u./ml. The IFU does not specify the use of prefilled syringe. Previously, intera oncology tested two different brands of prefilled syringes along with an intera 3000 pump from another lot. During the testing, the operator did not experience any slow return from the pump and could not replicate the reported issue. The patient did not experience an adverse event and only minimal delay to treatment occurred. In addition, the device remains implanted and in use with the patient.

Event description:
During the patient's first refill, the pump was emptied. When confirming needle placement with a 10ml of injectable saline, the infusion nurse pushed 5ml in, and only 1.5ml returned. Another refill kit was opened and the additional 3.5ml was drained. The infusion nurse proceeded with filling the pump with floxuridine. The clinic confirmed using prefilled syringe of injectable saline during the procedure. The patient did not experience an adverse reaction.